Manufacturer narrative:
510(k) for similar product marketed in us with catalogue # 5540030 is k113174. Evaluation of the returned device was not completed at the time of this report. A follow up report will be sent when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient with pre-operative diagnosis of traumatic vertebral fracture (3 vertebral bodies of l1.l2.l5). It was reported that after the procedure the set screws on both sides of the fixed lower level(s2)had loosened, according to the image, the rod had moved. Product remains implanted in patient. The loosening was suspected and confirmed on (B)(6). It was very probably that it occurred immediately after walking and sitting on the bed were allowed at about 2 weeks after operation. There were no patient symptoms or complications as a result of this event. Bone graft had not been performed because it was a trauma, and ps was not inserted in s1, and ballast had been inserted in s2ai. Instrumentations were th10,11,12,l1,2,3,4 and 5, anchor had been inserted in s2ai, and bone graft had only been performed at l1,2,3. An additional operation was performed on (B)(6).the backing out and loose of the set screw occurred, but it was unknown whether the event was caused by screw or set screw.

Manufacturer narrative:
H3: product analysis #after visual and optical examination and functional testing, it does not appear to be any damage, nor does it indicate any functional issues with the set screw. H6: ime,fdm,fdr and fdc codes updated as per new information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.